Manufacturer narrative:
H.6. Investigation findings code c21: conclusions pending results of product history review. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2023, this patient underwent an endovascular procedure using gore® excluder® conformable aaa endoprosthesis with active control system and gore® excluder® aaa endoprosthesis. It was initially planned to use a 26 mm-sized trunk - ipsilateral leg endoprosthesis, therefore, a 16-fr gore® dryseal flex introducer sheath (sheath) was prepared for the procedure. However, after performing an intra-operative angiography, the physician decided to implant a 28 mm-sized trunk - ipsilateral leg endoprosthesis. A cxt281412 was selected. Knowing that the device required an 18-fr sheath for insertion per IFU, the physician decided to proceed with the already unpackaged 16-fr sheath. When the device was delivered through the sheath, a slight resistance was felt, but the device successfully reached to the treatment site. Upon deployment, the physician intentionally positioned the proximal end of the device in a way to cover the ostium of the left renal artery, assuming that the device would move distally during the balloon touch-ups. After all stent grafts were implanted and balloon touch-ups were performed, the final angiography confirmed a delay in the left renal flow. It was confirmed that most of the ostium of the left renal artery was covered by the proximal end of the device. A bare metal stent was implanted to the left renal artery, and the blood flow recovered. The patient tolerated the procedure. According to the reporting physician, patient¿s aortic neck was short (14mm), and the device did not move distally as expected during the balloon touch-up.

Manufacturer narrative:
H.6. Investigation findings code c20: the device remains implanted and is not available for analysis. H.6. Investigation findings code c19: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H.6. Investigation conclusions code d12: it should be noted that, per the gore® excluder® conformable aaa endoprosthesis instructions for use, complications associated with the use of the gore® excluder® conformable aaa endoprosthesis that may occur and/or require intervention include, but are not limited to, native vessel occlusion. H.6. Investigation findings: